Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's blood glucose was 31 mg/dl at the time of incident. The customer's mother stated that the blood glucose reached 300 mg/dl. The insulin pump will not be returned for analysis.